Event description:
Patient reports pump not pushing fast enough. No other information known. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Did the patient have a backup device they were able to switch to? No, but did finish infusion (details not provided). Unknown if patient missed dose. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available. Lot number not provided. Diagnosis for use: selective deficiency of immunoglobulin g.